Manufacturer narrative:
The electrode is expected to be returned for analysis. A supplemental report will be filed at that time.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was in the hospital for myocardial infarction ischemia, during which the patient experienced inappropriate shocks due to sinus tachycardia. The patient had previously been shocked twice for atrial fibrillation however, the timing of that was unknown. The s-ICD was attempted to be interrogated in which a charge time (CT) error code was observed along with a shock impedance measurement of 7 ohms. It was noted that the last 2 shock episodes exhibited low sensing and amplitude. An electrode fracture had been suspected however an x ray that was performed revealed no significant findings. Ultimately, the patient underwent a changeout procedure in which the s-ICD and electrode were explanted. A new s-ICD system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 patient codes - pain and discomfort added. The electrode is expected to be returned for analysis. A supplemental report will be filed at that time.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was in the hospital for myocardial infarction ischemia, during which the patient experienced inappropriate shocks due to sinus tachycardia. The patient had previously been shocked twice for atrial fibrillation however, the timing of that was unknown. The s-ICD was attempted to be interrogated in which a charge time (CT) error code was observed along with a shock impedance measurement of 7 ohms. It was noted that the last 2 shock episodes exhibited low sensing and amplitude. An electrode fracture had been suspected however an x ray that was performed revealed no significant findings. Ultimately, the patient underwent a changeout procedure in which the s-ICD and electrode were explanted. A new s-ICD system was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was in the hospital for myocardial infarction ischemia, during which the patient experienced inappropriate shocks due to sinus tachycardia. The patient had previously been shocked twice for atrial fibrillation however, the timing of that was unknown. The s-ICD was attempted to be interrogated in which a charge time (CT) error code was observed along with a shock impedance measurement of 7 ohms. It was noted that the last 2 shock episodes exhibited low sensing and amplitude. An electrode fracture had been suspected however an x ray that was performed revealed no significant findings. Ultimately, the patient underwent a changeout procedure in which the s-ICD and electrode were explanted. A new s-ICD system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 patient codes - pain and discomfort added. The electrode is expected to be returned for analysis. A supplemental report will be filed at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.